Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
New info explant: b1, b2, b5, d6b, g3, h1, h2, h6.

Event description:
New information notes the right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.